Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Tech. Called in for help try to run pressure disc calibration test on 8110 unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8110 failure mode: pm testing case resolution: tech. Called in for help try to run the pressure disc calibration on syringe, before doing the test he order every part he need to calibration & pm test on syringe. He could not get the pressure gauge to read 1000 sent me a picture of his setup had him to make sure the gauge & air source and pressure disc. Is open. Ha dhi try a different syringe still could not get it that high he had a red piece connect had him remove that part off still woul dnot read at 1000 tech believe its his guage he purshase from ashcroft he will look for another guage and try the test again if he has isssue he will call back.